Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt failed incoming functional testing as it was unable to communicate with a monitor. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code and the failure to communicate with a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving a service code 204 (belt/monitor unusable).